Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failuew was not confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported poor contact involving an olympus camera head. There was no patient injury reported.